Manufacturer narrative:
A review of the manufacturing documentation associated with lot# f2119402 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control was ruptured during the procedure. There was no reported injury to the patient. The deployer was certified in using the mynx device. The device was stored according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The mynx vcd was prepped according to IFU instructions without difficulty. The syringe provided was used to inflate the balloon. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained.

Event description:
As reported, the balloon of a 6/7f mynx control was ruptured during the procedure. There was no reported injury to the patient. The deployer was certified in using the mynx device. The device was stored according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The mynx vcd was prepped according to IFU instructions without difficulty. The syringe provided was used to inflate the balloon. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control was ruptured during the procedure. There was no reported injury to the patient. The deployer was certified in using the mynx device. The device was stored according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The mynx vcd was prepped according to IFU instructions without difficulty. The syringe provided was used to inflate the balloon. Additional information was requested; however, the information was not obtained. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 was depressed and button 2 was not depressed. The syringe was connected to the device with the stopcock open. A procedure sheath was locked on to the sheath catch. The sealant was not returned. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 6 mm from the balloon neck was revealed. A product history record (phr) review of lot f2119402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a radial tear in the balloon of the returned device, approximately 6 mm from the balloon neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if the device does not maintain balloon pressure. The IFU also states the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.